Event description:
Reported received of power loss resulting in a delay in critical therapy. The pump was programmed to deliver unspecified concentrations of "dopamine and nitroglycerin at unspecified rates." The pump was unplugged from ac power to transport a patient via helicopter to another facility. During transport while on dc power, after an unknown amount of time, the pump powered off. It was reported "within seconds" of the alarm, all the programming parameters were lost and the pump stopped. During the time the pump was powered off, the patient's blood pressure "dropped" to an unspecified level. The patient was treated with an unspecified bolus dose of an unspecified medication to keep the systolic blood pressure greater than 100 mmhg. There was no adverse patient sequelae. Upon arrival to the facility, the device was removed from clinical service. Therapy was resumed using a replacement device.